Event description:
The incident occurred during a biopsy of the iliac bone with a pt with poen's syndrome. On the third pass, after removal of the biopsy drill, it was noticed that a small piece had sheared off in the pt. The pt did not experience any immediate complications. The eval of the device is still running.